Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage which is expected to have been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the device was explanted due to a scalp ulceration over the implant, which could not be resolved. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the ulcer. However, a device contribution to the subsequent development of the extrusion cannot be ruled out. This is a final report.

Event description:
On 20-mar-2024, the parents reported that the recipient had a scalp ulceration over the implant. The hearing performance with the device was normal. A month later, there was no change, so the doctor decided removing the implant to repair the skin flap and then re-implanting the user.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
On 20-mar-2024, the parents reported that the recipient suffered from a scalp ulceration over the implant. The hearing performance with the device was normal. A month later, there was no change, so the doctor decided removing the implant to repair the skin flap, and re-implanting a new device. The recipient has been re-implanted.